Event description:
During an electrophysiology study, the pt was induced into a ventricular fibrillation rhythm. The physician had trouble returning the pt to a normal rhythm because of the high external defibrillation thresholds. The lifepak 12 that was used to defibrillate the pt did not seem to discharge as expected. After four shocks, the position of the anterior chest lead was changed. Then on the fifth shock, the pt converted to a normal rhythm. The pt was not harmed and was able to be discharged the same day. The lifepak 12 was checked out by the bio-med department. No obvious defect could be found. The manufacturer then took the unit back to their facility for investigation.

Event description:
Add'l info received from MFR 4/8/03: report submitted anonymously under the medical device reporting (MDR) regulation. Due to the lack of info included in the report they have been unable to either determine if the event had previously been reported to the co investigation or conclusively determine if a reportable event has occurred. The report will be retained in the co's records.